Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient mentioned they have to wear a diaper because they are experiencing anal leakage. Patient confirmed they have been experiencing a significant amount of urine in their diaper when they go to the bathroom as well. Patient stated they have also been experiencing pain when they are urinating. Patient stated they have tried to increase the intensity but it's too painful to go any higher. Patient also stated they've tried changing the programs and program 6 seems to work the best after giving each program a full week. Patient states the symptoms started 4 days ago. But then the patient also reported they went to connect to the implant 2 days ago and saw a por message and the therapy turned off by itself so they were in a lot of pain. Patient states they have frequent potty accidents, wet the bed and needs to wear a diaper at night when the therapy turns off on it's own. Patient stated the stimulation also shut off on it's own last month. Patient stated they do check their battery level of the ins when this happens and it's at 60%. Patient also stated they seem to get symptoms when it's at 60% as well. Patient stated this has been going on for a year. Pt states they never have any issues at any other percentage but 60%. The agent effects of what can happen with ins battery gets low and redirected to their healthcare provider to further address the issue. Note- patient was extremely difficult to follow so agent tried to document events as best as possible.  [See related event about recharger reported in 706014685]

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.